Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure, since the device manufacturer date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that no helium leak could be found. The iabp performed and passed all functional and safety tests to factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) had a helium leak. The circumstances of this event are unknown, however, no patient was involved and no death or injury was reported.